Manufacturer narrative:
Reliability analysis: inspected 1 opened/used sensor and performed bicarbonate buffer test per dop114-830. Sensor passed per spec with accurate readings.

Event description:
Customer reports of having trouble connecting sensor tor transmitter and green light on transmitter was not blinking. Alert history showed, weak signal and lost sensor. Customer's blood glucose was 48 mg/dl and declined to test for high blood glucose. No further information provided.